Event description:
It was reported that during use with bd¿ stem cell enumeration kit erroneous results were obtained and reported to a clinician. The patients bone marrow transplant was then delayed based off of results. Patient impact has not yet been reported. The following information was provided by the initial reporter: unfortunately, we have a recurring issue. This happened again in a lab at hospital (different location). Same story a child with neuroblastoma with 0% of cd-34.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: based on the investigation results, the reported performance issue was not confirmed. Investigation results that were performed on the indicated failure mode were the following: -batch history review (bhr) showing acceptable performance, -review of retain testing results, -review of customer provided information. -review of complaint history for any similar complaints, -review of the reported details with r&d. A potential cause was not determined. The customer was provided with a replacement product. Complaints for this product will continue to be tracked and trended to determine if any further action is required.

Event description:
It was reported that during use with bd¿ stem cell enumeration kit erroneous results were obtained and reported to a clinician. The patients bone marrow transplant was then delayed based off of results. Patient impact has not yet been reported. The following information was provided by the initial reporter: unfortunately, we have a recurring issue. This happened again in a lab at hospital (different location). Same story a child with neuroblastoma with 0% of cd-34.